Event description:
Info received indicates during testing, the pump was programmed but did not pump.

Manufacturer narrative:
Standard tests performed and pump functioned as designed. The complaint could not be confirmed.